Event description:
It was reported that six months and twenty-eight days post a port placement, the catheter was allegedly found to be fractured in to two parts upon removal. It was further reported that the fractured catheter fragments had allegedly migrated towards the entrance of the patient's heart ventricle. Reportedly, the retained portion of the fractured catheter fragments were retrieved using another device and the catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2025) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that six months and twenty-eight days post a port placement, the catheter was allegedly found to be fractured in to two parts upon removal. It was further reported that the fractured catheter fragments had allegedly migrated towards the entrance of the patient's heart ventricle. Reportedly, the retained portion of the fractured catheter fragments were retrieved using another device and the catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport low-profile titanium implantable port attached to a groshong catheter in three segments were received for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete compound break that was elliptical in shape was noted to the attached catheter approximately 6.2cm from the distal end of cath-lock and a complete compound break that was elliptical in shape was noted to the proximal end of the second catheter segment. The edges of the complete compound break on the distal end of the attached catheter and the proximal end of the second catheter segment were noted to be jagged. The surface was noted to be granular. Infusion and aspiration were attempted but was unsuccessful as neither water nor air did not return to attached syringe. What appeared to be blood, was drawn back into the attached syringe. Therefore, the investigation is confirmed for the reported catheter fracture, material separation and identified wear and deformation issue. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.